Event description:
During preventative maintenance of the device, the field service rep reported that the water trap dome was cracked around the valve. The field service rep replaced the item. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.